Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that after delivering a shock to a patient (age & gender unknown) via electrode pads during an elective cardioversion, the associated defibrillator did not display an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing and stress testing without duplicating the report. Review of the device log did see occurrences of check pads, pads off, and defib lead fault messages. There are a number of factors outside of a device malfunction that can cause these messages that include but are not limited to: poor connection of the pads/adaptor/multi-function cable to the device and/or patient, or an issue with the pads/adaptor/multi-function cable themselves. The accessories used at the time of the event were not returned for evaluation. The multi-function cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.